Manufacturer narrative:
Patient height reported as 173 centimeters. Additional patient ID: (B)(6). Difficulty swallowing began on an unknown date in may 2018 this report is for an unknown quantity of unknown screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Device has not been reported as explanted complainant part is not expected to be returned for manufacturer review/investigation. Reporter address and phone number were not available for reporting. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an anterior cervical discectomy fusion (acdf) procedure at the c4-c7 levels on (B)(6) 2018. The patient was implanted with one (1) vectra 51mm plate, three (3) 7mm spacers with central lumen, and one (1) 1cc vivigen pouch. Postoperatively, on may 18, 2018 the patient presented with difficulty swallowing. The patient was treated with a medrol dose pack, and the outcome was reported as recovered/resolved with no residual effects. On (B)(6) 2018, the patient presented with swelling in the neck. Concomitant devices reported: biologic tissue matrix: vivigen (part bl-1500-001, lot 1811149-8027, quantity 1cc cell bone); 7mm acf spacer (part 017207, lot 00514025521027, quantity 1); 7mm acf spacer (part 017207, lot 00514025521028, quantity 1); 7mm acf spacer (part 017207, lot 00616061301055, quantity 1). This report is to capture the difficulty swallowing. The swelling in the neck will be captured on related complaint (B)(4). This report is for an unknown quantity of unknown screws. This is report 2 of 2 for (B)(4).